Event description:
The customer reported that the 7700 system's monitor would go white when trying to produce an x-ray. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The interconnect cable was replaced. The system was tested and operates as intended.